Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling system. During an emergency patient procedure, no images were displayed on the monitor to the user. The patient was relocated, and the procedure was completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.